Event description:
A medtronic representative reported synergy cranial software became unresponsive while in a cranial procedure using stealthmerge. After a re-boot, the system returned to normal function. No further complications were observed. It was noted that the navigation system was left on overnight in the app-launch screen; cranial software was selected immediately before the procedure began. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, noted that the site exits out of the software most nights but they do not routinely shut down the stealthstation i7! Integrated navigation systems each night. These systems are left on overnight and on weekends so scans can be sent to the systems. No files have been returned to manufacturer for evaluation.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.